Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. This complaint has been decided to be reported to competent authorities, as the initially provided information pointed to defective air gas module, which regulates the inspiratory gas flow. The faulty air gas module may affect the delivered volume or gas mixture (o2/air), which represents a reportable event. In the further process of complaint handling, it has been identified that o2 cell/sensor test failed during pre-use check and o2 sensor was replaced to resolve the problem. The ventilator passed all functional and safety tests and was cleared for clinical use. Issue with o2 sensor is not considered as a safety related. The reported issue was confirmed in provided device's logs. Our conclusion is that the replaced part was the cause of the failure.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).